Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The tip is damaged. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device and inflating the device to rated burst pressure. The device inflated and held pressure for 5 minutes without leaking. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported balloon rupture occurred. The 100 % stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 1.5x20 coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at the time of event: 18 years or older.

Event description:
It was reported balloon rupture occurred. The 100 % stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, upon inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a 1.5x20 coyote balloon catheter. No patient complications were reported.